Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker recorded a code 1003, indicative of battery voltage being too low for the projected remaining capacity. Moreover, this device was near end of life (eol). To date, no intervention has been done, and this device remains in service. No adverse patient effects were reported.